Event description:
Philips received a complaint on the dfm100 device indicating that the battery test failed. The fse evaluated the device on site. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event. Incompatible battery detected on site, machine cannot recognize battery. The fse disconnect the machine and reconnect the battery cable. After charging, the operation check is passed, and the device returns to normal. The device remains at the customer site and no further evaluation is warranted at this time.